Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported he inserted a new sensor this morning and all day it has been reading low. Customer's blood glucose is 177 mg/dl. He received a lost sensor alarm a few hours ago. The inaccurate sensor readings caused his device to go into threshold suspend mode. Customer was advised of the differences between sensor readings and blood glucose. Nothing further reported.